Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements and a high out-of-range shock impedance measurement of 126 ohms was observed. There was no sign of integrity concerns at this time. Technical services (ts) recommended increasing the shock impedance alert value to 150 ohms and continued monitoring. This rv lead remains in service. No adverse patient effects were reported.